Event description:
The original stent was implanted in 2004 into her coronary artery (unknown which one). It was a drug-eluting stent (no information on product name, lot or catalog number since her stent card is not with her). Approximately 3 weeks ago from today, her doctor found that her stent was blocked.

Manufacturer narrative:
The exact day and month of implantation was not known. The exact day and month of the event date were not known. Complaint conclusion: the original stent was implanted in 2004 into her coronary artery (unknown which one). It was a drug-eluting stent (no information on product name, lot or catalog number since her stent card is not with her). Approximately 3 weeks ago from today, her doctor found that her stent was blocked. The device remains implanted in the patient and is not available for analysis. There was no recognizable lot number provided, therefore no DHR review was performed. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the limited information available and without the return of the device, it is not possible to determine the exact cause of the reported events. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed at this time.